Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's partner reported on behalf of customer that the adc freestyle libre sensor did not contain needle and therefore he was unable measure his glucose. Caller further reported that the customer "collapsed but still was conscious" and was unable to self-treat. Customer was provided with coke as treatment by his colleague. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was not returned and no physical damage was observed on the sensor patch. Since the customer did not return the sensor plug the investigator is unable to perform a further investigation. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's partner reported on behalf of customer that the adc freestyle libre sensor did not contain needle and therefore he was unable measure his glucose. Caller further reported that the customer "collapsed but still was conscious" and was unable to self-treat. Customer was provided with coke as treatment by his colleague. There was no report of death or permanent impairment associated with this event.